Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was successfully placed at the ventricular apex. During the post operative follow-up, the patient with this lead was noted to be in 2nd degree heart block. No adverse patient effects were reported and hemodynamic measurements were stable. The non-boston scientific atrial lead testing revealed normal measurements. This lead revealed increased thresholds and no capture at 7.5v@0.4ms. The output settings were increased to 7v@2ms revealed appropriate capture. A chest xray and echocardiogram were performed revealing a possible lead perforation. A lead revision is scheduled for the next day. The patient remains hospitalized and hemodynamically stable. Subsequently, the following day, a lead revision was performed. Due to the suspected perforation, during the procedure, the physician made a pericardial window and placed a drain. Minimal drainage was returned. The lead was successfully repositioned with acceptable lead parameters. The patient will be further monitored in the intensive care setting with the drain remaining in place. The following day, post operative follow-up revealed the lead measurements remained acceptable. No further adverse symptoms were reported.